Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access sheath (was) with the watchman delivery system (wds) loaded into the was and a y-connector. The device was bloody. The devices were separated during the lab analysis. The access sheath was visually, microscopically and tactile inspected. Inspection revealed a kink the sheath, located 20 cm from the tip of the device. Inspection of the remainder of the device found no damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that foreign material was present. A left atrial appendage procedure was performed. A watchman® access system (was) and a 27mm watchman ® laa closure device & delivery system were selected for use. During the deployment of the watchman ® laa closure device, a ribbon like material was coming from the interior of the was and appeared to be part of the sheath. They proceeded with the procedure. The device met all criteria and was therefore released in the laa. There were no patient complications reported and the patient's condition was fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that foreign material was present. A left atrial appendage procedure was performed. A watchman® access system (was) and a 27mm watchman ® laa closure device & delivery system were selected for use. During the deployment of the watchman ® laa closure device, a ribbon like material was coming from the interior of the was and appeared to be part of the sheath. They proceeded with the procedure. The device met all criteria and was therefore released in the laa. There were no patient complications reported and the patient's condition was fine.